Manufacturer narrative:
H3: neither samples nor pictures were received for analysis. The reported issue could not be confirmed due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had continuously alarmed "air in line." A large amount of air had been present in the tubing. Between the patient and the pump, a significant amount of air had been observed. There was patient involvement, and no patient harm/adverse event reported.